Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty oxygen sensor. There was no patient involvement at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor to address the issue. The se performed all testing and calibration and the ventilator operated within the manufacturer's specifications.